Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing pauses were observed on the leadless implantable pulse generator (ipg). The device also exhibited varying threshold values. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.